Manufacturer narrative:
UDI = (B)(4). Mfg site name- (B)(4). One accumax 365 laser fiber was received for analysis. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination revealed that the overall length of the fiber measured approximately 2.78 meters from the top of the connector to the break. There was charring and melting at the break indicating that the fiber broke while under fire. The remaining portion of the fiber was not returned. There was no damaged noted to the fiber face within the sub miniature -a (sma) connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break was bright, clear and scattered with effective transmission of 52.8%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 365 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) , 2016. According to the complainant, during the procedure the laser fiber was advanced through a lithovue scope in a deflected position. The physician fired the laser and the fiber broke causing the laser energy to misfire and damage the scope. The laser fiber and scope were removed from the patient. Reportedly, nothing fell inside the patient. The procedure was completed with another lithovue scope and accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine